Manufacturer narrative:
Factors outside the scope of nxstage can contribute to fluid overload. The device is pending evaluation.

Event description:
A report was received on 22 oct 2018 from a health professional regarding a (B)(6) female patient with comorbidities of wilms tumors and cardiomyopathy who experienced symptoms of fluid overload and cardiac failure on an unspecified date and was hospitalized on (B)(6) 2018. Symptoms included increased respiration rate, clamminess, irritability, and weight increase. The patient received daily hemodialysis treatments in hospital.

Manufacturer narrative:
The investigation into the discrepancy between the actual versus programmed fluid removal and subsequent hospitalization experienced by this patient found that the treatment was performed using very low blood flow rates. The car-125-b is supplied with line pressure adaptors for use during low blood flow therapy sessions to raise venous and effluent pressure. Use of the adapter provides more accurate fluid removal during treatment. The line pressure adaptor IFU recommends the 5cm adaptor to be used at the low blood flow rates to mitigate a risk incorrect fluid removal. The line pressure adapters were not used with this treatment. Per the car-125-b instructions for use, the cartridge is to be used only with minntech renaflo ii hemofilters. The car-125-b user guide provides the following warning: use only with minntech renaflo ii hemofilters. Use of other filters may cause patient injury. This patient¿s treatment was performed off label with a different hemofilter (fx paed - high flux for paediatric treatments). Use of the cartridge without the supplied line pressure adapters and off label use of the hemofilter, likely contributed to incorrect fluid removal and the symptoms experienced by this fragile pediatric patient.

Event description:
A report was received on 22 oct 2018 from a health professional regarding a 3 year old female weighing approximately 12kg with medical history significant for wilms tumors, bilateral nephrectomy, cardiomyopathy and fed via a gastrostomy tube, who experienced symptoms of fluid overload and cardiac failure on an unspecified date and was hospitalized on (B)(6) 2018. Symptoms included increased respiration rate, clamminess, irritability, and weight increase. The patient received three hemodialysis treatments in hospital. The chest x-ray showed signs of fluid overload and the echocardiogram showed no worsening of the cardiomyopathy. She was discharged on (B)(6) 2018 with a diagnosis of potential cardiac compromise and continued to treat with the nxstage system one. The physician stated the cause of the cardiac failure was multifactorial, including hypertension, uremia and fluid overload. The patient recovered without sequelae and continues to treat using the nxstage system one. No further symptoms have been reported.